Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering on. The root cause for the reported complaint was due to defective processor board as a result of normal wear and tear of the platform. The autopulse platform was manufactured in 2005 and is more than 14 years old, past the expected service life of 5 years. Upon visual inspection, noticed damage on the front and bottom enclosure screw post. The probable cause for the physical damage could be due to normal wear and tear of the platform or could be due to mishandling. During functional testing, the autopulse platform displayed ""system error, out of service, revert to manual CPR" error message upon powering on. The archive data review showed occurrence of system error, user advisory (ua) 136 (internal parameter corrupted) error message on the reported complaint date. Upon further testing, the autopulse platform failed load cell characterization test due to defective load cell, as a result of damage sustained by user mishandling and observed stiff manual rotation of the drive shaft due to normal wear and tear. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on (B)(6) 2020, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message upon powering on.